Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. Once the investigation has been completed a follow-up MDR will be submitted. Date of event: 2018. Explanted: 2018. Concomitant medical products: item # unknown/unknown shell/ lot # unknown. Item # unknown/ unknown liner/ /lot # unknown. Item # 00771300600/ femoral stem/ /lot # 61138082. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -01114. 0001822565 -2020 - 01115.

Event description:
It was reported that patient underwent left hip revision surgery approximately 9 years post implantation due to pain, metal ion levels and metal toxicity. Shell, liner and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: b3: 2015. D7: 2015. D11: item # 00784802200 modular neck b 12/14 neck taper use with +0 heads only lot # 61040850. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.